Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a patient using a cadd-ms 3 pump for treatment of pulmonary arterial hypertension, infusing remodulin (2.5mg/ml, dose 1.25 ng/kg/min via subcutaneous route) reported that the pump would not recognize the syringe. Per reporter, patient subsequently switched to another pump and the pump alarmed "low volume." It was reported that a new cartridge was placed and the pump was running. Per reporter no further details were provided.